Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Systems check was performed with tandem technical support and no issues were identified. There was no reported impact to the customer¿s blood glucose. Pump supplies were changed to resolve the issues and insulin delivery with the pump was resumed.